Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. No button error alarms were noted. No frozen screen was noted. The pump was unable to perform operating currents due to unresponsive button. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was unknown. The customer stated that he changed his reservoir and received no drops at the end. The customer could not read the serial number since he is legally blind. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.